Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be recreated when the patient raised their arms. It was noted at the time of the shocks the patient was watching wrestling and cheering. The delivered shock impedance was high, but not out of range, at 150 ohms. An x-ray was taken which originally led the physician to believe the electrode may not have been fully insertered, however upon further review of four x-rays from implant it was determined there was no change in the connection and the x-ray angle was allowing for this thought. The noise was determined to be related to myopotential oversensing and the higher shock impedance was thought to be related to the electrode position and weight gain by the patient. A revision procedure was performed where both products were explanted. During the explant procedure, the physician experienced difficulty removing the electrode from the implant location and needed to use a mechanical tool to extract. A transveneous implantable cardioverter defibrillator (ICD) system was successfully implanted and no additional adverse patient effects were reported.